Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during analysis that the implantable cardioverter defibrillator (ICD) was found in backup operation. The ICD was reprogrammed and normal function was restored. There were no patient consequences.